Event description:
It was reported that the 9900 system produced a grainy image and locked up during a cadaver workshop. The 9900 system rebooted itself and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an investigation. This is a demo system. The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.